Manufacturer narrative:
Adverse event problem: f2203. Device evaluation: the device related to the reported event of rupture was received on feb 10, 2022. With lot number 2767058. Visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing, red particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken. A dimension measurement in the shell was performed which identify the thickness within specification. -non-penetrating nick. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported left side "implant rupture" confirmed via ultrasound. Device has been explanted.